Event description:
Reported as a port infection.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 29-sep-09. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.